Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of 2305 ohms, triggering an lead safety switch (lss). Reviewing the electrogram (egm) revealed noise on the rv channel. Atrial pacing inhibition was noted during high ventricular rate episodes, and so the pacemaker was reprogrammed to atrial pacing and sensing only as the health care professional (hcp) was not concerned about ventricular pacing given its low percentage. The pacemaker system remains in service. No adverse patient effects were reported.